Event description:
User reports a leak coming from the analyzer onto the floor. No one was injured. No patient samples were involved. The field service rep was unable to determine the cause, but noted the customer had removed and cleaned the internal reservoir and float switch. The field service rep performed a prime of the system and verified no water leakage.